Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that there was a response issue with the up arrrow and down arrow keypad buttons. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: all keypad buttons were intermittently responsive. A leak test failed due to a keypad cover leak. The keypad cover was removed and contacts were noted to be deformed. No further moisture damage was found internally. Unrelated to the original complaint, the battery compartment was noted to be cracked. Moisture was observed in the battery compartment and the battery cap. A test cap was used for investigation; the pump would not power on with the returned cap due to moisture damage on the contact spring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.